Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were verified where no records potentially related to failure were found. The samples available were analyzed and it was possible to observe damaged cylinder in 2 samples, which later during use of the syringe caused leakage. The possible cause for the occurrence is a screw in the mounting system of syringes that caused damage to the syringe. The lot involved in the complaint meets the acceptable quality level (eqs) being manufactured and released in accordance with applicable procedures and specifications. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10

Event description:
It was reported that when aspirating, the medication leaked past the stopper, the syringe also appeared to be thinner near the needle with a bd plastipak¿ 3ml luer-lok¿ syringe. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating the diluent and vaccine with the syringe 3 ml of bd, it presented a defect in pulling the plunger piston. The piston came in the absence of pressure and the liquid leaked out the sides of the piston of the syringe mentioned above. It was informed t it occurred 5 times, with different professionals, with loss of the high cost vaccine. Additional information received by email on (B)(6)2019 : it was identified 5 units defective, 3 units is available for evaluation. It was identified that the thickness of the material close to the needle is thinner. There was no damage to the patient/health professional. The drug used was vaccines. Additional information received (B)(6)2019 : the customer realize that the syringe (3ml) presents ondulation in the barrel, is like the hub (the tip to attach the needle) was narrower and after that became thicker and lose the liquid inside runs off by the sides.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when aspirating, the medication leaked past the stopper, the syringe also appeared to be thinner near the needle with a bd plastipak¿ 3 ml luer-lok¿ syringe. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when aspirating the diluent and vaccine with the syringe 3 ml of bd, it presented a defect in pulling the plunger piston. The piston came in the absence of pressure and the liquid leaked out the sides of the piston of the syringe mentioned above. It was informed it occurred 5 times, with different professionals, with loss of the high cost vaccine. Additional information received by email on 6/21/2019: it was identified 5 units defective, 3 units is available for evaluation. It was identified that the thickness of the material close to the needle is thinner. There was no damage to the patient/health professional. The drug used was vaccines. Additional information received 6/24/2019: the customer realize that the syringe (3 ml) presents ondulation in the barrel, is like the hub (the tip to attach the needle) was narrower and after that became thicker and lose the liquid inside runs off by the sides.